Manufacturer narrative:
In a f/u with the customer, she indicated that she did not see a fire or spark but did notice smoke. She also indicated that no injuries were sustained as a result of the issue and that the replacement power supply is working without issue. In summary, a breach in the outer insulation of the cord at the strain relief was present and resulted in an intermittent short circuit which caused the cord to heat up and show signs of melting and burning. CAPA ca10-049, approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any add'l f/u actions will be established as a result of the CAPA process. Eval summary: a visual examination of the transformer revealed no deformation on the housing. The cord appeared to be slightly twisted along the length with a tear in both the outer and inner cord insulation at the strain relief, exposing wires (on the dc side) and showing signs of melting and burning. The power supply was plugged in and the voltage across the dc plug was measured at 12.1vdc, which indicates that the power supply is working properly. No sparks or smoke was observed while the power supply was plugged in. The resistance across the ac blades measure 59.6 ohms, which is normal and indicates that the thermal fuse did not blow. The resistance across the dc plug measured at over 3.6 ohms. When the cord was manipulated around the break in the insulation, the resistance would in some cases drop below 1 ohm, which indicates an intermittent short in the dc cord.

Event description:
The customer reported that her pump would not turn on with the power supply and that the power supply was smoking.